Event description:
It was reported that the patient experienced cellulitis which resulted in in-patient hospitalization. The patient was administered keflex, tetracycline, cefazolin and vancomycin. The patient outcome was "resolved without sequelae".